Event description:
It was reported that the pink slide did not move forward and the cannula was not visible when the pod was activated; this indicates a needle mechanism failure. The patient's blood glucose levels were 207 mg/dl. The pod was worn for less than an hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.